Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. Further review of the manufacturer's database indicated the patient is deceased and died approximately one week after the replacement system was implanted. Additional information obtained indicated the patient presented with pain at the device site, redness in the area as well as device exposure and site drainage. The organism was identified as (B)(6). The patient was discharged from the hospital on intravenous antibiotics via a peripherally inserted central catheter and died the day after discharge. The cause of death has been requested and is not available.

Event description:
It was reported that an infection occurred. The implantable pulse generator system was explanted and replaced. Further review of the manufacturer's database indicated the patient is deceased and died approximately one week after the replacement system was implanted. Additional information obtained indicated the patient presented with pain at the device site, redness in the area as well as device exposure and site drainage. The organism was identified as (B)(6). The patient was discharged from the hospital on intravenous antibiotics via a peripherally inserted central catheter and died the day after discharge. The cause of death has been requested and is not available.

Manufacturer narrative:
A replacement device was implanted and was active at the time of the patient's death and the death is also being reported on that device. This is captured in regulatory report number: 3004209178-2013-06736.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the serious injury of infection is normally submitted via an alternative summary report submission that would have been due on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. This is one of three products capturing the infection and death of this patient. A replacement device was implanted and was active at the time of the patient's death and the death is also being reported on that device. (B)(4) implantable pulse generator (ipg), implanted: (B)(6) 2012; (B)(4) implantable pacing lead, implanted: (B)(6) 2006.